Event description:
It was reported that during a prostate procedure, fiberlife was noted while using the side-firing fiber. The procedure was completed with turp. There was "no damages to the patient."